Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. When the patient removed the pod, the site appeared angry and red. It was the shape of a medium pear. The patient reported there was a large, hard ping pong ball sized lump. The patient went to the emergency room with additional symptoms, chills, fatigue and body aches. The patient was prescribed antibiotics but did not provide the specific name or treatment plan for them.